Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the blue load and it worked fine. The surgeon went to fire the white load, it fired however; they could not get it open. The knife blade did not come all the way back. Without them doing anything, the knife blade suddenly came all the way back and the tissue fell out. It cut and stapled as intended. There was no impact to the patient. (B)(4)